Event description:
The rod in the pump cylinder that connects to the handle which raises and lowers the patient lift boom is leaking out of top seal. In speaking with the reporter it was learned that the pump has a bad seal. He is unsure as to why it is leaking. He switched out the pump. The lift is now in working condition. Any time he pumped the handle on the damaged pump, hydraulic fluid would come out. End user has been using the device for approx 1.5 yrs. No injury.